Event description:
Caller reported an alarm 2 followed by alarm 26 and indicated recurring occlusion events. There was no adverse impact to the customer's blood glucose level. Customer resolved the issue by changing the infusion set and cartridge and resumed insulin. Frequent occlusion issues prompted a follow-up for additional assistance.